Event description:
The recipient reportedly experienced a skin infection behind the ear. The recipient was treated with oral antibiotics, however, the issue did not resolve. The recipient's device was explanted. The wound was cleaned and closed. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed, as well as tool damage to the top cover. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly had cellulitis. The recipient has healed and is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.